Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high impedance on the defibrillation coil of the right ventricular (rv) lead. Later, there was high undefined impedance on the pacing, superior vena cava (svc), and defibrillation coil of the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.